Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was congestive heart failure and a broken arm. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The information provided in section date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Initiate supplemental to correct aware date (B)(4) 2017.